Event description:
Customer tested 10.0 mmol/l on the mobile system; she injected novorapid insulin, and within 10 minutes she tested 3.4 mmol/l on a professional meter. The customer reported feeling slightly light-headed, and as a precaution, customer ate a (B)(6) and drank a box of fruit juice. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.